Event description:
It was reported the device was explanted and replaced, due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) during initial testing, the device went to a no output condition. Further testing confirmed a high current drain condition. The cause was determined to be excessive leakage current internal to the tantalum capacitor.

Event description:
It was reported the device was explanted and replaced due to premature battery depletion. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.